Event description:
In 2001, the complainant reported that the source train was outside of the marker on the catheter. Upon return of the product and evaluation of it (11/16/01), it was determined the marker band had moved approximately 5-7mm distal from its original location.